Event description:
Patient presented to the physician with improper wound healing at the chest incision site. Upon examination, tissue breakdown at the chest incision was suspected. Physician brought the patient into the or, debrided the chest incision, irrigated the pocket with antibiotic solution, and closed. Postoperative antibiotics were also prescribed after the procedure was completed.